Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative visited the site to evaluate the system, revealing a need to replace the network connector [bulkhead]. Once the replacement was complete, the imaging system performed as intended. No parts were returned for further evaluation. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the surgical team was not able to get a green line of communication between the medtronic imaging and navigation systems. The representative backed up a step in the software, reseated the [ethernet] cable and the moved forward in the software and saw the green communication line. They were able to successfully complete a 1st spin. When they brought the system back into the field for the a 2nd spin, the original communication issue recurred and proved unresolvable. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome reported.